Event description:
It was reported during a laparoscopic cholecystectomy the er320 malfunctioned. Another er320 was opened to complete the case. There is no other info available at this time, the rep will attempt to get add'l info. 10/29/97 it was reported to the rep the clips were loose and falling out of the jaws of the stapler. There was no pt consequence.